Event description:
Customer reports the following: "biomed reported failures in log, biomed cleaned pins. No patient harm." Preliminary review indicates that this is an ipc actuation failure. This stopped an active infusion. Reporting due to the referenced technical issue; no adverse effects or serious injuries to the patient were reported. More information is needed to complete the investigation.

Event description:
The device was returned for evaluation. The pump displayed gross ipc leak in logs. The pump may have pump problem alarm due to gross ipc leak. During evaluation, the pump failed the basic hardware test and indicated a problem with the ipc valve (valve 3). Replaced valve 3 with a known good valve and the pump passed the basic hardware test. Confirmed that the pump does not display pump problem alarm and can successfully run an infusion. Recommend pump is sent in for repair and have valve 3 replaced.